Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: it was determined that the root cause of the issue was user error. Last 2p calibration performed on feb 2021. There were attempts to perform o2 cell calibration and ended up in 1p cal as the recommendations for 2p calibration not met. Once the calibration was performed while ventilation is active. Twice the calibration was attempt was made without connecting 100% o2.

Manufacturer narrative:
Log files has been downloaded and shows alarm 271 "o2 supply fail-no o2 dosing possible" also the last 2 point calibration of o2 sensor on 2/19. Recommends to get more information and calibrate the sensor. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 us ventilator has technical error 271 "o2 supply fail- no o2 dosing possible". There was no information of patient involvement associated with the reported event.